Event description:
It was reported that on (B)(6), the patient had an urge for a bowel movement at 3am. The patient fell off of the toilet face down. The patient stated that her blood pressure would rise. The patient got up and noticed her chest was tight. It was indicated that the patient would pass out. The doctor prescribed the patient pepsid and zyrtec. Since then the patient had not had any significant problems. The patient no longer felt short of breath; however, her skin did feel flush. It was noted that other symptoms had decreased. The device system delivered morphine and baclofen.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).